Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. The extender tubing was also returned. A kink was observed approximately 75.9cm from the iab tip. The inner lumen was found to be occluded with dried blood. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) the console generated a check iab catheter alarm. A new iab was inserted, but the same issue occurred. A third iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate reported has been submitted for the 1st iab under mfg report number 2248146-2022-00779.

Manufacturer narrative:
Initial reporter full name: (B)(6). Event site full name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).